Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported low readings from freestyle libre sensor, and self-treated with sugar. When the customer's home-care nurse arrived, the sensor was still showing low readings so the nurse provided additional sweet drinks and insulin (type unknown). The nurse then obtained a result of 'hi' on a healthcare meter, diagnosed the customer with hyperglycemia, and was advised by a general practitioner to remove the sensor. Additional treatment information was not provided. The customer provided healthcare meter reading of 27.7 mmol/l compared to sensor scans of 2.1 mmol/l and 2.8 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.